Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effect of thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All information was investigated, and the reported leak appears to be due to the user technique of sheath insertion. A cause for the reported thrombosis/thrombus cannot be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to the steerable guiding catheter leak and thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The steerable guiding catheter (sgc) was advanced, when the sgc was in the right atrium thrombus was visible at the tip of the dilator. Activated clotting time (act) was >300. The sgc was removed and was flushed. No additional heparin was needed. Thrombus resolved on its own. When re-inserting the sgc, an 8f sheath was inserted in the guide, but the user forgot to aspirate, and air entered the system, but did not enter the patient. After the sheath was fully inserted into the guide, the air was aspirated, and the procedure was continued. The patient remained stable. Two clips were implanted, reducing mr to <1. No additional information was provided.